Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) heard beep tones. The patient reached out to the physician, an alert of an increase in shock impedance measurements was displayed and a beep sound was noted. The patient presented to the cardiology department, a follow-up was performed. It was determined that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, over the last year. The alert settings were adjusted and the plan is to continue monitoring this patient. No adverse patient effects were reported. The crt-d remains in service.